Manufacturer narrative:
(B)(4).

Event description:
It was reported during the pocket closing of a newly implanted atrial lead, declined pacing lead impedance and loss of sensing were observed. The lead setting was programmed to unipolar sensing and pacing. No further information is available.